Event description:
It was reported by the patient's mother that a pneumothorax occurred and the lung was lacerated when the implantable loop recorder (ilr) was implanted. Additionally, the patient went into cardiac arrest and seized. The patient was observed overnight. No additional information was provided. The ilr remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).